Manufacturer narrative:
Product ID 3708360, serial# (B)(4); product type extension product ID 3487a, lot# j0002888v; product type lead product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that an extension broke off during surgery. It was stated that a ¿1x4 lead was being used with a plug on the other side of the implantable neurostimulator (ins).¿ the extension had reportedly ¿broken off into one of the bores¿ and the ins octapolar plug did not ¿run the whole length of the port.¿ it was noted they ¿used a 1x4 in port (8-11) and put a note not to use the other port (0-7)¿. Additional information received that the patient was just implanted with product. It was stated that the partial extension was not used with the original ins. Furthermore, the plug reportedly did not go in all the way, so a new battery was opened. It was stated that the patient was ¿getting great coverage and was happy.¿ additional information was received that the surgeon had broken the extension into the ins. It was stated that there would be no additional intervention surgeries and that the hospital disposed of the devices.